Event description:
It was reported that the patient was seen in the emergency room for low flow alarms and was found to be in ventricular tachycardia (vt). The patient was successfully internally cardioverted. Log files were sent for review, capturing pulsatility index (pi) events.

Manufacturer narrative:
Ventricular tachycardia was previously reported under MFR 2916596-2022-14946. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as the log files did not contain any data from the event date of 10nov2023; however, the account reported that the alarms occurred in the setting of the patient¿s ventricular tachycardia. A direct correlation between heartmate ii left ventricular assist system (lvas) and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The submitted log file contained events and data from 20nov2023 through 22nov2023. No notable events or alarms were captured. The pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on the heartmate ii lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. . Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters, including pump flow, and explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6, ¿patient care and management¿, lists arrhythmia as a potential postimplant complication. This section, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.